Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow events between (B)(6) 2019 due to the estimated flow falling below the low flow threshold of 2.5lpm. However, a root cause could not be conclusively determined through this evaluation. Low flows resolved when the fixed speed was increased to 10000rpm. No interruptions in device therapy were captured. A correlation between the device and the reported ventricular tachycardia, stroke and thrombus could not be conclusively determined through this evaluation. Stroke, device thrombosis, and cardiac arrhythmia are listed as adverse events that may be associated with the use of the hm2 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a ventricular tachycardia storm which was why the patient was cardioverted.

Manufacturer narrative:
Approximate age of device ¿ 1 years 11 months 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was transferred from an outside hospital where they were cardioverted twice. Patient was experiencing continuous low flow alarms while admitted. Patient had a cta that discovered a slightly increased circumferential soft tissue surrounding the graft which may have represented blood products surrounding the bend relief versus a small amount of thrombus. Superior to the snap ring there was extensive thrombus within the outflow cannula with near complete thrombus. A CT of the head revealed few foci of hyperdensity in the medial left parietal lobe, the largest measuring 5 mm, which was new compared to the prior day head CT. Findings were compatible with focal hemorrhagic conversion within a left parietal lobe infarct. No other areas of intracranial hemorrhage. Interval evolution of multifocal infarcts within the bilateral cerebral hemispheres as well as in the left cerebellar hemisphere, compatible with embolic infarcts. Patient expired (B)(6) 2019. The autopsy showed thrombus in the outflow graft and inflow graft (acute thrombus). No additional information was reported.